Event description:
A customer who runs troponin samples in duplicate observed non-reproducible advia centaur troponin ultra results (one negative, one positive) on two pts samples. Upon repeat both samples tested negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant troponin ultra results.

Manufacturer narrative:
No further evaluation of the device is required. The cause for the falsely elevated troponin ultra result is unk.